Event description:
It was reported that the delrin ball was missing from the system 6 aseptic battery housing. The event occurred during inspection of the device. There was no pt involvement and no adverse consequences associated with the device.

Manufacturer narrative:
An initial corrective action has taken place. This issue has occurred predominately in france. An extensive investigation conducted by stryker instruments has determined that the root cause of this issue is related to the rigorous reprocessing methods used in france. (B)(6) sends out a circular that recommends the housings be sterilized for 18 minutes at 134 degrees c. Manufacturer investigative testing indicates the devices in these complaints were not lasting the expected life due to the combination of chemicals and time exposed to high heat. The IFU for this product recommends 4 minute exposure time at 132-134 degrees c; therefore, the reprocessing methods used in (B)(6) are not in line with the IFU. The root cause for these types of customer complaints is related to user error (i.e. Failure to follow instructions contained within the IFU). Stryker instruments has not received any complaints of this failure in which it is alleged that a serious injury has occurred. The probability of actual serious injury is remote based on actual complaint data and estimated device usage. The situation continues to be monitored and remains under investigation while ongoing regular discussions are occurring with (B)(6).